Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fungal infection ("yeast infection on my breast implant"), malaise ("I was so sick for a month and a half"), emotional disorder ("emotional problems/ emotional mess"), fatigue ("physically I'm always tired/ physically she was always tired"), depressed mood ("unhappy") and nervousness ("feeling so insecure"). The patient was treated with surgery (hysterectomy and removal of breast implant/ had 3 surgeries in 3 weeks). Essure was removed. At the time of the report, the medical device removal, fungal infection, malaise, emotional disorder, fatigue, depressed mood and nervousness outcome was unknown. The reporter considered depressed mood, emotional disorder, fatigue, fungal infection, malaise, medical device removal and nervousness to be related to essure. The reporter commented: recently I got a yeast infection on my breast implant. I was so sick for over a month and a half. I had 3 surgeries in 3 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: event medical device removal. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.